Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse started therapy on arctic sun device about 1.5 hours ago and the screen had been reading as marginal intermittently. The nurse confirmed that they had not gotten any low flow alerts. The flow rate was between 1.6 to 2.5lpm, the initial inlet pressure was -4.6psi and the circulation pump command was 100%. The user had disconnected and reconnected the arctic gel pads using proper technique. The flow rate was 2.7lpm, the inlet pressure was -5.1psi and the circulation pump command was 100%. The user stopped therapy, emptied and disconnected pads. Mss placed the arctic sun device in manual control with just fluid delivery line attached, the flow rate was 1.5lpm, the inlet pressure was -7.1psi, the circulation pump command was 51%, the system hours were 3136 and the pump hours were 2906. The user stated that they had 2 other devices available and the patient was trending down. Mss placed device back in automatic mode. If they got any low flow alerts or patient stopped trending down, they would send it to biomed and replace with another device. Per follow up via phone on 18jun2021, biomed stated that the unit passed all test and was sent back out to the floor.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced.. The root cause of the reported issue was unable to determine. It was unknown whether the device was influenced by the reported failure however the device had met specifications during the evaluation. The device was in use on a patient. The device was not returned for evaluation. The serial number was unknown therefore the device history record could not be reviewed. The labeling review was not required due to the reported issue was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse started the therapy on arctic sun device about 1.5 hours ago and the screen had been reading as marginal intermittently. The nurse confirmed that they did not receive any low flow alerts. The flow rate was between 1.6 to 2.5 lpm the initial inlet pressure was -4.6psi and the circulation pump command was 100 percent. The user disconnected and reconnected the arctic gel pads using the proper technique. The flow rate was 2.7 lpm the inlet pressure was -5.1psi and the circulation pump command was 100 percent. The user stopped the therapy emptied and disconnected the pads. Ms and s placed the arctic sun device in a manual control. With the fluid delivery line attached the flow rate was 1.5 lpm the inlet pressure was -7.1psi the circulation pump command was 51 percent the system hours were 3136 and the pump hours were 2906. The user stated that they had 2 other devices available and the patient was trending down. Ms and s placed the device back in automatic mode. If they received any low flow alerts or the patient stopped the trending down the nurse would send the device to the biomed and replace with another device. Per follow up via phone on 18jun2021 the biomed stated that the unit passed all the tests and sent back out to the floor.